Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient fell and hit their implantable cardioverter defibrillator (ICD) on a truck. The device migrated and caused the patient to experience pain and swelling. The device was explanted and replaced. The right ventricular (rv) lead exhibited high thresholds. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.